Manufacturer narrative:
The insulin pump was received with a button error alarm and no escape button response due to corroded keypad traces. The displacement test and verification of the failed battery test alarm could not be executed due to no button response. There were no frozen display anomalies during testing. The pump had a cracked reservoir tube lip, a scratched reservoir tube window, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that he was working in his garage and sweating heavily when his insulin pump alarmed with failed battery test. The patient's blood glucose at the time of incident was 177 mg/dl. He then stated that the pump seemed frozen; none of the buttons were responding. During troubleshooting the customer mentioned that he changed the battery after the failed battery test alarm and now the pump is in lock mode. Upon inspection the customer confirmed that the battery cap was crushed. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.